Manufacturer narrative:
Event date: 2012.

Event description:
Patient reports having neurological problems in 2012 with nerve pain and "was diagnosed with fibromyalgia by a rheumatologist." Patient also reports "severe contortions of my legs and also collapsed about a week ago." Patient indicates she is severely allergic to palladium and molybdenum. It is unknown if this event is related to the device.

Event description:
Patient called ams requesting a sample of the mesh by stating that it is a "medical necessity..I'm having all kinds of problems now and need to know if this mesh is causing my medical issues". The patient is concerned about an allergy to palladium and wants to know if the mesh contains the element. No further patient complications were reported in relation to this event.